Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the pocket revision was completed as planned. The hcp thought that the original position of the ins was potentially too deep. The patient had tried recharging post revision and the 1707 message and recharging issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. The reason for call was patient moved from (B)(6) to (B)(6). They said that the doctor that put in the stimulator implanted it significantly too deep. The patient kept trying recharge the implant (before the end of (B)(6) 2020). The gal running the area was calling them consistently. When the patient needed help it was crickets. They met them at a starbucks to prove it wouldn't charge. The gal said they think the stimulator was too deep. Called the patient back to find out if the gal she met with was a manufacturer  representative, but no response given. Patient had it set up to go back in and move the stimulator and they were going to have to pay for it again. They weren't going to pay for it again. They had them come into the hcp office, and they moved it in the office with no pain medicine. It hurt with no pain medicine. They moved it to the surface. Now it is at an angle. It is like a ramp. One part of the stimulator protrudes and one part is far down. It is such a pain to charge that a couple months ago they just shut the stimulator off and isn't using it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that they were trying to recharge their implant. The recharger app showed that it was connected to the recharger. The app showed that the recharger connected to the ins and the recharge coupling status was excellent for a few seconds, but after a few more seconds, the recharger lost connection. Technical services had the patient try to start a recharging session s several times and the recharger continued to lose connection after initially connecting. The patient indicated that the recharger displayed a system error message with code (B)(4) and that the power button was illuminated red. Technical services had the patient power down the recharger and attempt to reset the recharger by holding down the power button for 45 seconds. The patient continued to have the same issues connecting to the ins. They then reported that the handset displayed a system error screen with code (B)(4). Technical services directed the patient to follow up with their healthcare professional (hcp). There were no patient complications reported as a result of this event. Additional information was received from a consumer via a manufacturer representative. It was reported that the rep met with the patient, because their recharger would initially connect to the micro implant, but then would go back to 'searching for device' without reconnecting, leaving the patient without the ability to recharger their implant. They spoke with patient services and technical services. Many attempts were made for connection. The rep's demo recharger was doing the same thing. The recharger was continuously searching for the ins. It would find the ins, turn solid green for a moment before returning to 'searching for device' while constantly beeping. The patient reported previously encountering codes (B)(4) and (B)(4) on the recharging app. On the call they tried attempted recharging without the app. The caller was able to connect in clinician mode and review previous recharge attempts by the patient (the longest being 10 minutes). The patient indicated that they had never been able to recharge for that long before the beeping and searching for the device. The caller went into the recharger app and was not able to verify if the recharger was paired. They were getting a screen showing that it was not paired, and not the "connect screen" which is normally observed. Mobility was conferenced in to have the recharger app removed and re-installed. The caller was able to pair the recharger and handset, but the searching for device continued (this occurred with the two different rechargers). Overall, they had tried a different recharger, removed the app, re-installed the app, moved the recharger puck around, turned everything off and rebooted. The ins was not swollen and had not developed scar tissue, per the patient. Patient services said they would have their recharger champion representative call the patient to try to help the patient. The patient was contacted for follow up troubleshooting. They reported that they didn't feel their ins under their skin. They had tried different levels of pressure, fast and slow charge levels, using the belt and on their skin/shirt/pants with no success. They reported that they started recharging on (B)(6) 2020 (friday). They did not see the error code 4100 until they contacted technical services for help. The (B)(4) error code varied regarding the time frame. Sometimes, they saw excellent, and then it would go right to (B)(4) and sometimes it would take a few minutes. They mentioned trying to use the rep's demo (clinic) recharger the day before with the same result. They reset the recharger a couple of times. They had been on program 1 and had recently switched to program 3. Patient services and the patient discussed possibly pulling log files and were going to contact the rep. The patient said that the use of their handset with their communicator worked great. They attempted to use their recharger on the call, the screen showed 40%, excellent and then went to "searching" again. It searched for many minutes. The patient turned the recharger off and back on again. It t again searched and went to 40% excellent after using hard pressure over the ins. It then went to "search" again. They reviewed the location and size of the ins and the patient felt confident that they remained over the ins. No errors were noted during this call, but the patient gave up charging while on the phone, because the recharger was still "searching". The issue was not resolved at the time of this report. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient today. They had to press very hard to make the connection with the ins and could finally see the ins was at 'excellent' and 30%. The rep could not feel one side of the ins at all and may barely be able to feel the other side, although they weren't sure. They were going to discuss the pocket depth with the hcp later that day. The logs from the recharger app were requested and would be sent in. There were no patient complications reported as a result of this event. Additional information was received from the manufacturer representative. It was reported that the issue has not been resolved. The patient has been able to get a charge if she lays on the floor putting her weight on the puck. Patient is meeting with healthcare provider to see about having pocket revision. No further information provided as of now. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient's pocket revision was scheduled for (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The hcp feels very strongly that the battery was too deep (not tipped on a side) and that is why the patient couldn¿t charge it. Recharging logs were unable to be obtained at this point.